Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving inappropriate shocks. Physician made some programming changes to the device. Device was explanted and a new device was implanted. Patient was stable.